Event description:
The customer stated that she was hospitalized due to bronchitis, urinary tract infection and blood glucose levels greater than 600 mg/dl. The customer also stated that she wears the sensor, and it doesn't appear to be working as she is getting lost sensor alarms. Advised the customer to charge the transmitter for eight hours, and then use a new sensor. The customer will try that and call back if problems persist. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-05868.